Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, after which the user restarted the device and performed a supply change; the pump subsequently resumed dosing insulin, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting, with the device issue characterized as a failure to infuse associated with the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.